Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed to power on. The device's power board needs replaced to address the issue. Additionally, the inlet air path assembly and removable air path foam was replaced as per remediation findings, which are not related to the reportable malfunction/issue. The customer does not want any repairs done to the unit. The unit will be returned unrepaired.